Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer could not reload the cartridge while troubleshooting with tandem technical support, but will do so later on if they choose to. There was no reported impact to the customer's blood glucose level.